Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic hemicolectomy procedure, the teflon pad was burned and metal was exposed. There was no damage to the probe tip. The procedure was successfully completed using a different but similar device. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, to provide the device evaluation results. The device in this report was returned to olympus for evaluation. The evaluation was able to confirm the reported teflon pad damage. A visual inspection of the device found the teflon pad partially separated from the jaw exposing metal. In addition, char marks were also noted on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to olympus test generators (usg-400/esg-400) and a probe check was performed. The device passed the probe check. The most likely root cause for the damaged teflon pad is due to insufficient tissue between the probe and jaw when the device was activated.